Event description:
It was reported that t-max did not appear to be attached to the rails properly. The t-max legs are now bent from the t-max gradually sliding in a downward motion. Hospital staff noticed the movement of the t-max and secured the t-max to enable the removal of the patient. The procedure was completed w/o the use of another t-max which was not available.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the fixed leg was bent. Both enclosed customer clamps were tested and were verified to tighten securely onto the test bed rail as designed. Taking in to account the stated description of the incident, it is surmised that the square bed rail clamps were not tightened securely and did not secure the fixed leg or the sliding leg onto the o.r. Bed railing and that the tmax eventually migrated to the end of the bed until the sliding leg came off of the bed rail. The fixed arm was still, probably, partially attached to the bed rail and when the sliding leg detached from the bed rail, the fixed arm was bent from the torque of the tmax¿s weight because it was still partially attached to the bed rail. The complaint was verified and the root cause is associated with a failure of the square rail clamps.